Manufacturer narrative:
Lot #: amw. Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. Deformation was found near the screw head, under the locking clip. Conclusion: a root cause of the event is too much torsional force applied during insertion leading to deformation.

Event description:
It was reported that; attempted to insert on c/5-c/6 and implanted the screw on c6. Then attempted to insert the screw on c5, but it didn't disappear the line of driver. So removed the inserter, the c ring was bend. Removed the bend ring by driver. And implanted another screw.

Event description:
It was reported that; attempted to insert on c/5-c/6 and implanted the screw on c6. Then attempted to insert the screw on c5, but it didn't disappear the line of driver. So removed the inserter, the c ring was bend. Removed the bend ring by driver. And implanted anothere screw.